Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages, adjust/check belt messages) was confirmed due to an open black pulse wire in the trunk cable. The belt was unable to complete a falloff test. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust/check belt messages.